Event description:
Same case as MFR#: 2134265-2010-02203 and 2134265-2010-02208. It was reported that during a rotational atherectomy procedure, the guide wire tip became detached. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified proximal left anterior descending (lad) artery extending to the apical branch. Ivus was performed pre-procedure. A rotawire ex support guide wire was advanced to the lad. Using a rotablator rotalink plus 2.0mm burr, ablation was performed. The apical branch was then ablated using a rotablator rotalink plus 1.5mm burr. Rpms of the burrs ranged from 164,000 down to 12,000. Upon removal of the rotawire, in order to exchange for a non bsc wire, it was noted that a fragment of the wire had detached inside the patient. The procedure was continued; the lesion in the apical branch was pre-dilated with a non bsc balloon and a non bsc stent was implanted. The guide wire fragment, which was approximately 2.5cm, was then snared from the patient successfully. The procedure was completed after pre-dilating the lad with a non bsc balloon and implanting 3 non bsc stents in the mid and proximal segments of the vessel. Post-dilation was performed with a non bsc balloon. There were no additional patient complications reported and the patient's condition was reported as `good".

Manufacturer narrative:
Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.(B)(4)